Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and confirmed customer's upper display starts up illegible. The fse replaced upper display assembly (0160-00-0127) and now the display functions to factory specifications. Unit passed all functional, safety, and electrical tests to factory specifications. Unit returned to customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during start up prior to patient use, the cardiosave intra-aortic balloon pump (iabp) upper display is having issues. The top screen is glitching and jumping around like crazy at start up for a few minutes; then it will pop up normally. At some point the screen will turn solid white. It did a blue screen and it was jumping around and glitching off and on. It doesn't do it every time it's powered up either. It was taken out of service. They had another machine and used it on the patient instead, so there was no patient involvement.